Manufacturer narrative:
The pump was received and the logs were downloaded confirmed customer¿s complaint that the device shut down on its own while running on battery power. Device passed self-test with no error alarms. Confirmed customer¿s complaint through attempting to run the battery operational checkout. Recharged the battery for a minimum of 8 hours. Program device to run at a rate of 25 ml/hr. Running for a duration of 7 hours. Device failed battery operational checkout at 31 minutes. The device also experienced uncontrolled shut down during the test. Replaced the battery and pressed change battery softkey. Repeated the battery operational check out. Recharged the battery for a minimum of 8 hours. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device passed the battery operational checkout with a run time of 7 hours and 39 minutes. Device does not experience any uncontrolled shutdowns. Probable cause for the device shutting down on its own, while infusing on battery power is defective csb battery.

Event description:
The event invovled a plum 360¿ infuser where it was reported the unit shut down during transport. It was also reported that medical intervention was required but the end user could not provide details. Furthermore, it was reported that therapy was resumed on a replacement pump. There was patient involvement and no human harm or adverse event reported.